Manufacturer narrative:
Since a serious injury resulted, this event is reportable per 21 cfr part 803. Additional information was requested, and case will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that despite planning implant placement with mguide, bone was missing. There was no primary-stability, and the implant was replaced by a shorter implant.